Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent deployed prematurely. An 8x40x130 innova stent was advanced to treat the lesion. The delivery system was in the target vessel when the stent deployed prematurely prior to the safety clip being removed. The physician was forced to the deploy the stent in this location. The procedure was completed with the deployment of another stent in the target lesion. No patient complications were reported and the patient's status was fine.